Manufacturer narrative:
During preventive maintenance at customer site, the thermogard ivtm system (serial #(B)(4)) displaying "m ID:09" (air trap assembly) error message followed by tcmid:06 (ce post failure) error message. The root cause of the observed error messages were due to a defective coolant sensor block and a defective cooling engine (ce) as a result of normal wear and tear. The thermogard ivtm system was manufactured in february 2013 and is over 7 years old, past its expected serviceable life of 5 years. Noticed dirty coolant on the thermogard system during visual inspection, likely due to mishandling. The dirty coolant was drained and the thermogard was refilled with coolant. During visual inspection, a cracked top lid was observed on the thermogard system. This type of physical damaged was likely due to mishandling. Top lid needs to be replaced to address this issue. The thermogard system failed power on self test during functional testing. The coolant sensor block and the cooling engine needs to be replaced to address the observed failure. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard ivtm system with serial number (B)(4).

Event description:
During preventive maintenance at customer site, the thermogard ivtm system (serial#: (B)(4)) displayed "m ID:09" (air trap assembly) error message followed by tcmid:06 (ce post failure) error message and in addition, the system has dirty coolant. No patient involvement.